Event description:
On (B)(6) /2017 I was diagnosed with her2/neu positive breast cancer, a mass in my right breast. After 6 rounds over 4 1/2 months of aggressive chemotherapy I had surgery on (B)(6) 2017. (B)(6) did a lumpectomy and then placed a biozorb marker to fill the space in the tissue. On (B)(6) 2018 I started 35 radiation treatments. My herceptin infusions continued through my port implant until (B)(6) 2018. The biozorb was supposed to dissolve as tissue grew around it, I don't think this has happened because I still feel it. My right breast that has the biozorb in it is now bigger than my left breast so I wear a prosthetic on the left so my clothes will fit properly. My right breast that has the biozorb in it has changed in look, feels very heavy and now I see there is a slope/dent in it that wasn't there before. I also feel a strange ridge I have never felt before under my skin and still have pain and discomfort in the whole right breast. Being diagnosed with cancer brought on enough anxiety and worry - add to that - a mistake was made during my port implant surgery requiring me to have 2 surgeries that day to correct it. I have had enough and now this biozorb has me worried. There was a dent in my right breast when I was diagnosed and that dent was cancer. Now seeing this new dent is very disturbing. On (B)(6) 2024 I saw my oncologist, (B)(6), and he agrees that this should be looked at further and recommended (B)(6). I see (B)(6) on (B)(6) 2024. After reading about all of the complications that other patients have had with this biozorb has me very worried that my situation with it will get worse. My hope is to have this biozorb removed from my body.